Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 5. The patient's largest prescribed fill volume (lpfv) was 1800 ml and the drain volume was 3113 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance contacted the nurse on (B)(6) 2011 and notified the nurse of the incident of iipv that was found during the device log review and the cause that was identified. Review of the device logs confirmed an increased intra-peritoneal volume (iipv) event. The cause of the iipv was determined to be insufficient drain due to a use error; the tidal ultrafiltrate removal was set too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. The device was determined to meet the specification requirements relative to the iipv identified via device log review. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).